Event description:
Pt's mother reported pt's pump is no longer working, they believe it is the internal battery. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: elaprase sdv - 24mg. Elaprase sdv indication: mucopolysaccharidosis, type ii; encounter for adjustment and management of vascular access device. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.